Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory valve coil and rotary encoder were defective and in need of replacement. Replacement of the parts solved the issue. No log files have been provided. The expiratory valve coil, mounted under the expiratory cassette compartment, controls the opening of the expiratory valve by pushing the valve membrane into desired position. The rotary encoder is used for setting of different parameter input values. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #:(B)(4).